Manufacturer narrative:
This event is from a literature case review. The lens will not be returned to bausch & lomb for evaluation. No additional information has been provided. This device is no longer manufactured by bausch & lomb.

Event description:
Literature review case: it was reported that the patient had intraoperative posterior capsule rupture, and phacoemulsification was converted to extracapsular cataract extraction with sulcus fixation of the iol. Also, it was reported that the patient had postoperative anterior uveitis. The hydroview h60m iol was subsequently explanted due to opacification.